Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer¿s blood glucose (bg) level was 200 mg/dl. The customer reverted to an alternate method of insulin therapy.